Event description:
It was reported that during a supply change the user replaced the infusion set only, required live guidance to complete the process, and insulin delivery resumed; subsequent elevated blood glucose level of 400 mg/dl was observed and later returned to target on the same day while using the ilet system. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of elevated glucose to within range. Investigation included review of device-generated reports and follow-up call attempts. Investigation of this case revealed no device malfunction confirmed and no component failure identified, with hyperglycemia of unclear cause that resolved after infusion set change and continued insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.